Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that troubleshooting revealed that the programmer want connector wasn't plugged in properly. The issue resolved after the wand connector was properly plugged into the programmer. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable device was unable to be interrogated with a programmer. Boston scientific technical services (ts) requested more information, however, no additional information was available. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.